Event description:
I had essure device implanted several years ago. Since then, I have had numerous health issues and pain. Pelvic, back pain, migraines, extremely heavy periods, diagnosed fibromyalgia, fatigue and anemia. Ultra sound of uterine wall showing issues with my periods. No explanation about the stabbing pains I get in my side/pelvic area and back.